Event description:
The customer reported being hospitalized in (B)(6) of 2014. Blood glucose was 70 mg/dl at the time of the issue. The customer refused troubleshooting. The medtronic representative explained the causes of sensor glucose and blood glucose discrepancies. The customer stated that they have been over calibrating, which caused calibration errors. Also, the customer stated that they get bent, crimped or kinked cannulas upon removal from the body. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.